Event description:
The patient reported that the infusion device does not correctly deliver insulin. She stated that for the past 10-15 days, her blood glucose has been elevated to 350-390 mg/dl. Her normal blood glucose range is 160-180 mg/dl. She changed all of the accessories and was unable to lower her blood glucose. She switched to her backup infusion device and her blood glucose returned to normal. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.